Manufacturer narrative:
This product is manufactured in switzerland and not marketed in the u.s. (B)(4): (secondary surgery, lens repositioning, lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.0/+4.0/82 diopter, into the patient's left eye (os) on (B)(6) 2009. The lens was repositioned, and on (B)(6) 2016, was exchanged with another lens due to lens rotation (not associated to a low vault). The problem was resolved. The lens has been returned, however the evaluation is pending as of the date of this report.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and dried, discolored material on lens surface. (B)(4).